Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-06374. It was reported during interrogation of the patient's scs system, the company representative found the patient's system was exhibiting high impedances on multiple lead contacts. Subsequently, the patient was taken to surgery for exploratory troubleshooting to identify the cause of the high impedances. During the procedure both of the patient's system extensions were found to be the cause of high impedances. The physician replaced both of the scs extensions. The patient¿s scs system was reprogrammed and the patient reported receiving effective stimulation therapy postoperatively.